Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. Fourth replacement device was used but the seal became detached from the tether suture line. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the third seal that cracked and subsequent seal was used to attempt completion of the procedure.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.